Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusions: the failure was localized to a component that is not related to the recalled component.

Event description:
The device is part of a recall population and upon receipt it was found to be failing self test.